Manufacturer narrative:
Concomitant product: product ID 37601, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
A consumer reported they were seeing a health care provider (hcp) who was concerned the ¿probes¿ had moved because the hcp tried adjusting settings and nothing worked. The patient¿s indication or use is essential tremor and movement disorders. No cause, diagnostic ics/troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that while the patient's health care provider (hcp) was changing the programming, they believed the probes may have moved. The implantable neurostimulator (ins) was not controlling the patient's tremor and they were getting less relief. The hcp asked if the patient would consider a revision, but the patient said not at their age. The issue had not been resolved.